Event description:
Customer states that the battery contact on the aviva meter was burnt. The customer removed the battery and saw that the battery contact was burnt. The customer explained he saw a burnt contact once the battery was removed. No signs of flaming, smoking, melting, or exploding. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.